Event description:
The customer reported that the insulin pump alarmed unexpected restart, external ram error, failed battery test, battery out limit and blank display. Customer stated that she was getting a unexpected restart and changed the battery and got a failed battery test. Troubleshooting was done. Customer's blood glucose was 160 mg/dl. Advised the customer that battery cap would be replaced. During the troubleshooting no alarm occurred. Performed self test and test passed. Advised the customer to monitor the insulin pump. Customer mentioned that her insulin pump does not have a protruding piece for belt clip to clip on. Customer stated wanted insulin pump replacement. No further information provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.